Event description:
It was reported that patient underwent total knee arthroplasty on (B)(6) 2011. Subsequently, the patient was revised on (B)(6) 2012, due to tibial instability. The tibial bearing was removed and replaced.

Manufacturer narrative:
Wear markings on the bearing are consistent with the interpretation of flexion instability, but they are not conclusive. Current information is insufficient to permit a conclusion as to the cause of the event.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number four states, "loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity". Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.